Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa). The 6.0x100mm supera self-expanding stent was implanted; however, during removal of the supera delivery system tip of the nose cone separated and the stent fractured. A portion of the stent migrated downstream and occluded a vessel. A cut down was performed to remove the tip along with the proximal portion of the stent. The remaining piece of the supera remained implanted. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported stent material separation was unable to be confirmed as the stent was not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction between the deployed stent and the tip of the nose cone during removal resulted in the reported tip material separation/noted tip, tip lumen, tip jacket separations and the reported stent material separation. As reported, a cut down was performed to remove the tip along with the proximal portion of the stent. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported embolism and obstruction/ occlusion, and the relationship to the product, if any, cannot be determined. The reported patient effects of embolization and occlusion are listed in the supera peripheral stent systems instructions for use (IFU) as potential adverse events. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.